Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2017, explanted:(B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery was no longer comfortable in the pocket. It was noted regarding environmental/external/patient factors that may have led or contributed to the issue was that the patient weighed (B)(6) when they were implanted and the patient currently weighed (B)(6). As a result the device was replaced. A photo was sent along with the report and the lead also appeared twisted in the photo as a result of the ins twisting around. It was stressed that the patient reported how happy they were because the device allowed them to lose 100 pounds since they were implanted; however, with the weight loss their battery became loose in the pocket and twisted around. It was noted that the issue was resolved at the time of the report. There were no further complications reported/anticipated.